Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn & mmt-7715. Troubleshooting was done and advised a possible issue with the transmitter after testing it. No harm requiring medical intervention was reported. The product(s) mmt-1884 & mmt-7715 will not be returned for analysis. The product mmt-7841zn will be returned for analysis.

Manufacturer narrative:
Unit was received with punctures on the transmitter case. In conclusion, unable to perform functional test or verify rf/ble/association/downgrade/accuracy test due to physical damage. The customer complaint of charging and communication anomalies was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.